Event description:
It was reported that the vns patient developed left vocal cord paralysis from a nerve injury during explant surgery for an infection. Interventions have been planned to preclude a serious injury to the patient. The infection and device analysis were reported in manufacturer report # 1644487-2014-01185.